Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ii us mr 3.50 x 38 mm stent delivery catheter (sdc) was returned for analysis without a stent. Stent not returned. Stent separated from sds. There was no stent on the balloon. The balloon fold were open. It appeared that the balloon may have been subjected to positive pressure and a vacuum pulled on the balloon. A red substance resembling blood was present inside the balloon. A visual and tactile examination of shaft polymer extrusion found a shaft break in shaft polymer extrusion at the port bond (at guidewire exchange port) 300 mm proximal to the distal edge of device tip. The shaft polymer extrusion was stretched, bunched and kinked at sites along the entire shaft polymer extrusion. Bunching of the inner shaft polymer extrusion was noted on both sides of the bi-component bond, the bi-component bond appeared unaffected. The mid-shaft was stretched such that the broken port bond was situated 27 mm distal of the tab. A red substance resembling blood was present in the inner and outer shaft polymer extrusion lumen. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported. However, returned device analysis revealed stent detachment and shaft polymer extrusion break.